Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: smartablate generator model #: m-4900-107, serial #: (B)(4). Webster coronary sinus catheter. C3 external reference patch model #: d-1283-02. Smartablate tubing. (B)(4). Event description continuation: the physician indicated there was no association between the failure of the smartablate generator and the cardiac tamponade. Physician¿s opinion regarding cause of adverse event is that it is a known complication with no fault assigned, therefore procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The smartablate generator was turned on, but failed to initialize. They detached and re-attached the power cable which resolved the issue which resulted in a 5 minute delay. This issue was assessed as not reportable. Later in the procedure and after several ablation lesions had been delivered, an audible pop was noticed. A cardiac tamponade was confirmed through an echocardiogram. The pericardiocentesis yielded an unknown amount of fluid. The procedure was aborted. The patient was transferred to the intensive care unit which likely extended hospital stay by one day. The patient fully recovered with no residual effects. The patient received anticoagulation during procedure with acts maintained between 250-300 seconds. The transseptal puncture was performed with the brockenbrough needle. Sheath used was st. Jude agilis. The smart ablate generator was set at 25-35 watts. No error messages were observed on any biosense webster equipment during procedure.